Event description:
Technician alleged that the head section could not be lowered manually or electrically and was stuck at approx thirty degrees. No pt impact.

Manufacturer narrative:
The tech found the cardio pulmonary resuscitation cables for the assembly were pinched and cut. The cable was caught on the head drive screw. The tech replaced the cardio pulmonary resuscitation assembly to resolve the issue.